Event description:
During evaluation of a returned homechoice device, 1 increased intra-peritoneal volume (iipv) event(s) was/were identified which occurred in the therapy initiated on (B)(6) 2013 05:50:32. During night drain cycle 8, the patient's ultrafiltration reading was 1210ml, indicating the home patient (hp) drained 1210ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was confirmed through the review of the logs. The cause was determined to be one or more cycles advancing to the next fill when slow / no flow occurred above the minimum drain volume threshold. If additional relevant information becomes available, a follow up medwatch will be submitted.